Event description:
This pt was undergoing coil embolization within an internal carotid artery (ica) aneurysm in the ophthalmic segment. It was bi-lobed and looked like a snowman, with equal 5mm lobes on top of each other. Small neck. The physician initially placed a 10x30 orbit complex fill coil which filled both lobes nicely. He then placed a 6x15 orbit complex fill coil, which filled the lower lobe. Another coil size 5x15 orbit complex fill was placed, again filling only the lower lobe. At this time he lost microcatheter (mc) position and when he reinserted the mc, it went all the way into the upper lobe which was relatively empty, having only a few loops of the original 10mm coil in it. The physician decided to try to coil the upper lobe, since he was there with the mc. He inserted a 3x4 complex fill coil into the upper lobe and realized the coil was too small for the lobe. He selected a 5x15 complex fill coil. As he began delivering the coil, he had placed about 10mm about of lenght it when he lost mc position. He then tried to reinsert the mc over the coil back into the upper lobe. This caused the coil to stretch as he withdrew the coil back into the mc. When he realized he had a stretched coil, he began pulling the mc back out of the brain. The coil continued to strech until he got to about the common carotid level, where he said that it apparently detached within the mc. He inserted an .010" wire into the mc to purposefully snare/tangle the coil.he successfully snared the coil and began dragging it/stretching it all the way down to the groin area. He withdrew the mc, leaving the coil in the body, floating from aneurysm to groin. (Which the physician said would be optimal in this situation). The pt suffered no ill effects and is doing very well. No other coils were placed.